Manufacturer narrative:
The reported field event of pacing output issue and oversensing of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that patient presented for device replacement due to eri. During the procedure, it was noticed that the device would not pace and oversensing of noise was seen from the plasmablade. The device was explanted and replaced with no consequences, patient was in stable condition.